Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the care giver (cg) reported that the home patient (hp) did not verify if the line was properly primed prior to connecting to the device. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) observed air in the patient line during the initial drain phase of automated peritoneal dialysis (apd) therapy. The hp was connected to the homechoice (hc) cassette at the time of the observed air. Troubleshooting revealed that the hp failed to verify that the patient line was primed properly prior to connecting to the device. A technical service representative (tsr) reviewed proper procedures with a care giver (cg). The cg planned on completing therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.